Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure trailing haptic stuck with the plunger and surgeon tried to pull, and haptic was broken. Hence surgeon decided not to implant the lens and then implanted with backup company lens without any complication. There were a patient contact and no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in the associated company cartridge placed into folded, white gauze material inside the lens carton. Inadequate viscoelastic was observed in the cartridge. The lens was advanced to the nozzle entry area. The lens was positioned incorrectly in the cartridge, pressed up instead of biased down per the IFU. Both haptics were visible inside the cartridge. Neither haptic was broken. The leading haptic was folded onto the anterior optic surface. The trailing haptic was misfolded underneath the optic edge. The cartridge wings show evidence of being seated into a handpiece. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were used. The root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The lens was positioned incorrectly, pressed up instead of biased down per the IFU. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The trailing haptic was misfolded under the optic due to a previous plunger underride. The reported complaint was for the trailing haptic was stuck with the plunger and dr. Tried to pull, and haptic was broken. Neither haptic was broken upon evaluation. Topcoat dye stain testing was conducted with acceptable results the manufacturer internal reference number is: (B)(4).